Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to tibial loosening, subsidence and pain. All implants were removed due to an inability to get enough exposure on the tib base. Cultures taken.